Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use: "preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. The investigation reported that foreign materials in the auxiliary water supply tube was not confirmed, leaking instrument channel tube was not confirmed, air/water supply was not smooth from nozzle, the nozzle was not deformed, and there was no foreign materials in the nozzle. Upon further evaluation of the returned device, the following defects were found, bending cover was discolored, distal end cover dirty and angles were insufficient. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope , foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning and the instrument channel tube was leaking. It was reported the procedure was completed with another device. There was no report of patient harm or user injury associated with this event.